Event description:
It was reported that pump displayed cartridge alarm 20 and issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed on how to place pump into storage mode. Cts to replace pump.